Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. D4 batch #: x94f40. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received disassembled and with the nose cone cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. The internal wires were twisted and broken. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch x94f40, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the instrument could not be activated with this hand piece either through hand activation or footswitch. Changed to another device to complete surgery. There was no patient consequence reported.